Event description:
Pt was brought into the ER with nausea, vomiting, sore throat, skin rash, fever of 104.2, and cough persisting for 48 hours. She was menstruating and had been using super absorbent tampons. She was admitted and diagnosed with toxic shock syndrome. She was treated with nafcillin 2 gr q6h and IV hydration.